Event description:
It was reported to covidien on (B)(4) 2013 that the customer had an issue with electrodes. The customer states that the infant received a skin irritation after removing the electrodes. The infant's skin appeared to have red, broken, and oozing. The infant's skin break down began to clear up once they started to change the leads on a daily basis. The customer also stated that the baby was sweaty. The infant was prescribed nystatin for 24 hours and was taken off when they realized that it was not a yeast infection. The infant was wearing the electrodes for more than two days and bathed two times per week with baby magic. The customer further stated that there were no creams used during skin preparation.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.